Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this caller requested review of a stored episode. The patient¿s rhythm changes from normal conduction to a higher rate and a different morphology that gets into the conditional zone. The patient received five shocks which did not convert the rhythm. The rhythm converted on its own. No adverse patient effects were reported.